Event description:
It was reported that during a patellar repair procedure, there was a technique error. The surgeon started to drill a 10mm. Tunnel on the lateral side instead of medial side. The rep noticed the position of the device and questioned the surgeon and when she realized her mistake, she re-drilled the correct tunnel. The case was completed. The 1st tunnel was packed with bone. Follow-up investigation: surgeon performed a btb allograft acl using arthrex btb tight rope and arthrex 10x23 interference screw.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of the need for surgical intervention is as stated in the event, the surgeon started to drill a 10mm. Tunnel on the lateral side instead of medial side. The rep in the case noticed the position of the device and questioned the surgeon and when she realized her mistake, she re-drilled the correct tunnel. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.